Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned for evaluation. A review of the software flags from the day of the event consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. A review of the event determined that the patient was treated once prior to passing. Review of downloaded data revealed the patient experienced an asystole event with intermittent cardiac activity prior to the treatment event. The lifevest delivered a full-energy 150j pulse at 23:40:52. The patient's rhythm at the time of the shock was asystole. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient did not press the response buttons prior to treatment delivery. The post-shock rhythm was asystole, which is a non-life sustaining, non-treatable rhythm. The device was shutdown at 00:07:35 on (B)(6) 2016. The patient passed away on (B)(6) 2016. There is no evidence to suggest that the lifevest caused or contributed to the patient's death.